Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance of 2300 ohms. The lead was explanted and replaced with another guidant defibrillation lead. There were no adverse patient affects related to this clinical observation.